Manufacturer narrative:
The final investigation concludes that minute ventilation (mv) signal oversensing (8 hz ventricular noise signals) was observed on the ventricular channel in ventricular burst episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses and may have led to bradycardia. This form of noise / oversensing is likely attributed to an ventricular lead issue manifesting itself in the form of 1. A high impedance (ventricular lead integrity issue or ventricular lead connection issue) and/or 2. A high polarization at the tip of the ventricular lead. The recommendation of reprogramming is the following: to prevent the mv oversensing in the ventricular channel the ventricular sensitivity value could be reprogrammed. In this case, the sensor has been set at g only which solved the issue. Reprogramming remains physician¿s responsibility. Based on available information, no anomaly is suspected with the pacemaker.

Event description:
On (B)(6) 2024, during a routin follow-up, noise from the minute ventilation (mv) sensor was observed. Since noise was also observed in the egm, the noise disappeared when the setting was changed from mv sensor + g sensor to g sensor only, so it was determined that the noise was caused by the mv sensor and the setting was changed to g sensor only.

Event description:
On (B)(6) 2024, during a routin follow-up, noise from the mv sensor was observed. Since noise was also observed in the egm, the noise disappeared when the setting was changed from mv sensor + g sensor to g sensor only, so it was determined that the noise was caused by the mv sensor and the setting was changed to g sensor only.